Event description:
The customer's mother reported that on (B)(6) 2014, the customer's original pod fell off. So the customer's mother gave him an insulin injection and activated a new pod. The customer ate a high carbohydrate meal and tested his blood glucose which read high (>500 mg/dl). The mother gave him a bolus through the omnipod and a manual injection for a combined total of 10.5 units. The customer's blood glucose remained high so the customer's mother took him to the ER. His blood glucose at the ER was 411 mg/dl. The customer was treated with fluids. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.